Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The cause of the event was not determined and it was not device related. Reprogramming was needed and took place on (B)(6) 2014. No troubleshooting or other actions were taken to resolve the event and it was unknown how the patient was doing now. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v610492, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient needed to turn their stimulation off. The patient was going to the bathroom today when they started feeling stimulation going down their leg and the stimulation was making their toes curl. The patient wasn¿t able to spread their toes and they were limping and couldn¿t put any pressure on their leg. The patient was not feeling stimulation in the same place as before and the stimulation sensation came on suddenly. The patient did not have any falls or trauma today. The patient had been very sick with e-coli and they couldn¿t walk and the stimulation took their breath away. The stimulation was the strongest they had ever felt. The patient hadn¿t felt stimulation for the last 6 months. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.